Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. When first accessed, the reservoir yielded no fluid; 10ml of sterile water was put in pump. This same 10 ml of sterile water was then aspirated along with 23 ml of air. Pump then passed all testing and was then aspirated, filled with 20 ml of sterile water and again aspirated, repeating the process five times. No problems were encountered. The pump was then aspirated, filled with 40 ml of sterile water, aspirated and filled a total of five times, with no problems encountered. Finally, the reservoir septum was tested for leaking and no leaking was seen.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant they tried to prep the pump using several different needles and extension tubing's. The pump was as pirated successfully, but could only inject 6-7 mls at each attempt followed by air bubbles. They were able to access the pump, empty all the water from the reservoir, and create a strong suction and the needle with tubing was withdrawn from the port. By the time the drug syringe was filled, primed, filter primed there was no draw down from vacuum. The surgery tech pushed on plunger with increased resistance then stopped, and then air bubbles came up into the syringe from the pump. The only time the tubing was clamped and the syringe removed was for removing the 2nd 20cc of water. With suction being held by the syringe, the needle was withdrawn from the port. By the time a syringe with drug presented to the fill port, about 5-6cc of drug made it in with no evident sense of "pull" from the pump, then with about 75% of drug still in the syringe, resistance was noticeable and quickly increasing to an abrupt stop. That drug syringe and needle was withdrawn and set aside. Another refill kit was used to re-empty the reservoir, which took about 4-5 complete pulls on a 20cc syringe of air before a vacuum could be re-established and fluid was finally obtained, just as when air rushes in if the system is opened to atmosphere. That expirate (about 5-6cc) was attempted to be replaced into the reservoir and again the syringe had great resistance, stopped, and with about 4cc in the reservoir, pressure actually made the plunger in the syringe rise, and a few bubbles rose into the remaining fluid in the syringe. This process was repeated 5 times using 5 fresh refill kits to be sure we didn't have a bad needle/tubing scenario and the results were the same each time. The pump demonstrated an atmospheric air leak on back table, could not fill. The pump was never in contact with the patient except for sizing the pocket while the water was in. The pump was never connected to the catheter. Another pump and refill kit was opened and its prep was totally normal. It all functioned perfectly and it was implanted. The pump's reservoir was filled easily. The patient was doing fine with the pump that was used.